Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cervical ostighting procedure on (B)(6) 2019 and suture was used. During the procedure, the needle came out from the swaged point. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/25/2019. Additional h-3 summary: 01 opened unit of code nw840 lot v8003 was received as a complaint sample for investigation. Complaint sample consist of 01 suture pieces in which one attached to a broken needle bore, 01 zipper tray and lid. As the complaint sample received in open condition further investigation on complaint sample cannot performed except visual inspection. A very small suture strand was received from which it is hard to conclude regarding suture failure. Returned needle was inspected and it showed several user instrument marks and bent up appearance on needle, needle was observed broken from needle bore, it showed several user instrument marks and bent up appearance starting from swaging point indicating that needle had been grasped there. Retain samples were retrieved for evaluation. The primary packs of retain samples were visually inspected for attribute defects but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual as well as average needle pull-off values were found to meet the requirements. All the values are within the control limits.